Event description:
It was reported that stroke occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. At an unknown date, a stroke occurred, and it was discovered at this time that the closure device had a leak of unknown size. The physician's response to the event is for the patient to remain on xarelto medication for life. No further patient consequences or interventions were reported.

Manufacturer narrative:
Implant physician name: dr. (B)(6).